Event description:
It was reported that an artificial urinary sphincter (aus) was explanted due to incontinence. It was noted that a leak was found in the device. A new device was placed, and no other patient complications were reported.